Manufacturer narrative:
Reference: voluntary medwatch report # mw5152413.

Event description:
Voluntary medwatch received states that the patient presented to the emergency room after a syncopal episode. It was stated that the lead that exhibited over-sensed noise which caused pacing inhibition. The lead was reported as implanted and in service, with no additional adverse patient effects were reported. No further information was available.